Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain / cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (undergo a parrial hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia and nausea to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of lower abdominal pain, cramps and nausea, among other symptoms. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: new events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Previously added event cramps clubbed with event lower abdominal pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required), the second episode of abdominal pain lower ("cramps") and nausea ("nausea"). The patient was treated with surgery (undergo a partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the last episode of abdominal pain lower and nausea outcome was unknown. The reporter considered nausea, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of lower abdominal pain, cramps and nausea, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.